Event description:
Tips of endoscopic bipolar instrument broke off original thought inside pt. However, operating room manager found the tip on the floor next to the pt, and never was in the pt. This has occurred with three separate pts on there separate dates (B)(6) with all the same lot number: 1109400129. (B)(4).